Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. The device tube had a leakage. The cover of the ultrasonic probe had breakage inside which the transducer was damaged. The endoscopic image was blurry. The insertion section was dented. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that there was leakage from the device. The procedure was not delayed more than 15 minutes. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The device was returned to olympus repair center. During the inspection of the device, olympus repair center found that the device's mouthpiece was deformed.